Manufacturer narrative:
At tlr site, 95% stenosis present, severe calcification and 40 degrees of tortuosity. Restenosis occurred at under-expanded site in resolute integrity segment. There was an indentation on the balloon of the 3.5 × 15 mm resolute integrity stent. There was an indentation on the struts of the 3.5 × 15 mm resolute integrity stent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) international journal of cardiology a super high-pressure balloon solution for a non-dilatable in-stent restenosis http://dx.doi.org/10.1016/j.ijcard.2015.10.188.

Event description:
Patient was admitted electively to a local hospital for investigation. Baseline angiography revealed significant in-stent restenosis at the previous pci sites. The restenosis of distal rca stent was treated with a 3.0 x 15mm resolute integrity stent. A 3.5 x 15mm resolute integrity stent was implanted to treat the proximal restenosis. During deployment of the 3.5 x 15mm resolute integrity stent , an indentation was present after the balloon had been inflated. Post dilatation was therefore performed with a 3.5 mm non-complaint balloon; however, adequate balloon dilatation was not achievable despite high pressures. Angiography confirmed a residual stenosis. After 7 months, the patient was admitted to hospital due to a recurrence of his anginal symptoms. Angiography revealed a subtotal occlusion of the rca at the under expanded site of the proximal stent . After pre-dilatation with a 3.0 mm non-compliant balloon to 20 atm, there was flow recovery to the distal rca. Intravascular ultrasound (ivus) at the double stent site confirmed under expansion of the recently implanted stent, and there was minimal residual intra-stent tissue. The stent implanted 10 years prior was well expanded. A non mdt high pressure balloon was inflated to 40 atm at the site of under expansion with good result . Repeat ivus revealed excellent dilation. The lesions were finally treated with a non-mdt drug-eluting balloon.